Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) was explanted after ten days due to lack of healing. The patient stated the implant area was sore and the device was showing in the insertion area. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.